Manufacturer narrative:
Investigational summary: all samples tested were negative for sars on the solana sars assay. All results were valid, and no false positives were detected for all patient samples. In addition, the positive control for the assay reported as positive.

Event description:
Cross reactivity: customer reporting positive cov on solana, negative on biofire. Biofire reported positive rhino/entero virus. Customer concerned about interference/cross reactivity.